Event description:
It was reported that this right atrial (ra) lead exhibited under sensed signals. Boston scientific technical services (ts) discussed that it might be coming from different site in atrium and causing right ventricular sensing (rvs) events to be labeled premature ventricular contraction (pvc). This ra lead remains in service. No adverse patient effects were reported.